Manufacturer narrative:
Patient information and event date were requested , but no response received from the customer.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Updated .

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated. The customer did not provide patient information